Event description:
Recommended decrease vacuum to 8 and reduce right pressure 80 > 70, incr left 180-190. No change in co or left fill. Alarms of low co approx. 1.5lpm. He was switched to the bottom controller. Co was improved but there is still a difference in right.